Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor was blocked. Therefore, the reported condition was confirmed. It was observed that the device showed signs of wear and tear. The maximal power and torque measure were no possible as the motor was blocked. As soon as sliding sleeve was pulled back, some residues were found in the device. It was noted that the device was completely dismantled and there was liquid detected in the gear. The assignable root cause was determined to be due to improper handling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that when the trigger was switched off on the battery oscillator device, it did not stop. There was no delay to the planned surgical procedure. It was unknown if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.